Manufacturer narrative:
The subject device was not returned for investigation. No anomalies or discrepancies observed upon review of the device history record(s). Per doctor, the patient was treated with oral antibiotic and drops to help the infection. There was no report of any laceration or abrasion. Patient discontinued lens wear for two weeks. Doctor requested replacement lenses for the patient on (B)(6) 2020.

Event description:
On (B)(6) 2020, euclid systems corporation was notified of a patient experiencing an eye infection. Patient was treated with oral antibiotics and drops to treat the infection.